Event description:
I had a left breast with implants (eurosilicone, nagor). Three weeks later I start with problems to breath. My surgeon didn¿t talk about any side effects of silicone implants or didn¿t show me the box or the ingredients of the implants. I contact him, and he said it was in my head, so eventually, I went to a psychiatrist who sent me medicine for panic attacks, depression, and anxiety (never had that before). One day I decide to go to the emergency about my dyspnea, they said everything was ok but it wasn¿t. So, I insist to do a CT and the CT show liquid in the pericardial. My hands and feet hurt, I have dyspnea non stop, rash in my skin. So now the immunologist are doing all kind of immunology tests but we are sure this is a breast implant illness. So who is responsible of this? The doctor who didn¿t advise me about this disease or you that allow to sell implant that have all kind of metals inside, even poison for the body. You are suppose to regulate this but nobody is doing nothing. FDA safety report ID # (B)(4).